Event description:
During the primary surgery, the cement would not adhere to the implant. Competitor's cement was used. The surgery was extended approximately 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.